Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, site tried to open using the emergency door wrench option but did not align the gantry causing the teeth to be misaligned as the dingus was out of place and broke off one of the door cable guides in which representative had to extract and replaced all of the door cable guides. Performed system checkout and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273; product ID: bi71000626.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open when they were prepping the system for surgery. Site tried to open using the emergency door wrench option but did not align the gantry causing the teeth to be misaligned. There was no patient present.